Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented to clinic for a follow up. Post-paced t-wave oversensing was observed on the device via real-time egm. The patient did not receive therapy during the oversensing. Programming changes were recommended.